Manufacturer narrative:
(B)(4). No product evaluation could be completed as the product was not returned for investigation. The top-level assembly traveler (mn2301556) was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. As per the additional information received, the patient bmi is unknown. Access site was right cfa with a size of 7 mm. No calcification or tortuosity noted. Severe bypass tube resistance was observed by the user during advancement of the manta through the valve. Patient condition is fine. 18f manta was used to complete the case. A manufacturing record review was completed. No issues observed. The reported complaint is associated with a CAPA previously opened under teleflex quality system to address this issue. The root cause is related to lack of production and process controls that led to a shift in button valve performance. With the corrective action, a decrease in 50% rate was noted. Further investigat ions will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that "could not push the manta through the valve". Additional information: during an percutaneous ventricular assist device pvad procedure. Micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. When they were unable to push the manta trough the valve another device was used to complete the procedure. Ther patient was reported as fine. Associated complaints: 3010252479-2024-00064 and 3010252479-2024-00065.

Event description:
It was reported that "could not push the manta through the valve". Additional information: during an percutaneous ventricular assist device pvad procedure. Micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. When they were unable to push the manta trough the valve another device was used to complete the procedure. Ther patient was reported as fine. Associated complaints: 3010252479-2024-00065.

Manufacturer narrative:
(B)(4).